Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance has remained out of range for approximately a year. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.